Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 2 mg/ml at a dose rate of 0.199 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was initially reported that it appeared after a computed tomography (CT) scan that the catheter was kinked or not attached to the pump. It was noted that the patient reported no signs of withdrawal or other symptoms. Environmental/external/patient factors that may have led or contributed to the issue were noted as being none. Surgical intervention was planned. A pump replacement and possible catheter revision was scheduled to occur on (B)(6) 2016. The issue was unresolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to obtained. On (B)(6) 2016, a company representative reported that the patient had a scan which led them to believe something may be wrong. It was unknown to the company representative as to the reason for the CT scan / what lead to the CT scan. The catheter was however found to be intact and patent. The catheter remained in service. As per the manufacturer's device registry, the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a device manufacturer representative (rep). The reason for the pump replacement was that it was nearing end of service. It would not be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.